Manufacturer narrative:
The device was not explanted. The manufacturing record was reviewed and no nonconformities were found. Based on the report, the issue was likely procedural rather than device related. Therapy is currently on and the patient is working through the algorithm to obtain optimum pain relief. Device was not explanted.

Event description:
It was reported to nevro that the patient's ipg site was not healing properly. The physician opened the site, drained and cleansed with betadine. The wound was redressed and the patient was given antibiotics. Follow up report indicated that the wound had healed. There was no further report of wound healing complication.